Event description:
It was reported that after a da vinci-assisted paraesophageal hiatal hernia repair procedure, the patient experienced an esophageal leak. On post-operative day (pod) #1, the patient complained of pain and was diagnosed with an esophageal leak. The patient was reported to be stable. There is no allegation that the da vinci system, instrument or accessory caused or contributed to the reported event at the time of this report. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted paraesophageal hiatal hernia repair procedure, the patient complained of pain and was diagnosed with an esophageal leak on pod #1. The cause and severity of the leak are unknown. It is also unknown what medical/surgical intervention, if any, was rendered due to complication. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.